Event description:
A remstar pro c-flex+ device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles. In addition, the device had dust contamination and displayed error codes e066 (err_stuck_encoder_b) and e065(e-65: err_stuck_encoder_a). Attributes were verified and completed correctly. The device was scrapped as per customer request. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.